Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was identified in a solution administration set. The particulate matter was further described as brown residue or spots. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information provided in the device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted a brown particle inside of the tube. The particle was embedded in the material of the tubing and verified to be burnt tubing. The reported issue was verified. The cause of the burnt tubing is attributed to the machine used during manufacturing. All the features used in extrusion which prevent the generation of burn marks (such as filter packs and breaker plates to ensure uniform mixing and flowing of the molten material), are installed on the extruders at the baxter malta plant. Furthermore, any particulate matter in the tubing should be detected by the sensor already installed in place. However due to the high speed at which the tubing is extruded, the fork sensor does not all times capture this matter. Particulate matter in the tubing could also be detected by operators during visual monitoring throughout the production process and during periodic stoppage and maintenance of the extruder line, which also includes cleaning of the die points. Should additional relevant information become available, a supplemental report will be submitted.